Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on automated test console, the u27 was non functional which resulted in atrial test failure in main pcb causing the expected voltage to be abnormally low. The liquid crystal display (lcd) was assembled into a golden unit and passed all tests on automated test console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had no atrial stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had no atrial simulation as the tests in the atrial channel failed. It was determined at analysis that the epg failed the incoming test. It was noted that there was a green residue on the main printed circuit board (pcb). It was further noted that the liquid crystal display (lcd) red cable was pinched and the nut on the patient connectors was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.